Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that during an implant surgery, his dell handheld computer "was getting hung up after interrogation." The dell handheld had 7.1 programming software. The 7.1 flashcard was removed and reinserted into the handheld computer and the event resolved. The product will not be returned for product analysis.